Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Products: 5076-45 implantable pacing lead implanted: 2007 (B)(6); 1058t competitor implantable tachy lead implanted 2007 (B)(6). (B)(4).

Event description:
It was reported that the device exhibited premature battery depletion due to multiple shocks from a ventricular tachycardia storm. The device was explanted and replaced. No patient complications have been reported as a result of this event.